Manufacturer narrative:
The kit and photos were returned for analysis. A review of the kit components and photos confirmed the leak. The analysis determined that the root cause of the leak was upper bearing stop delamination which allowed the upper drive tube to twist and break. A review of the device history record did not identify any related nonconformances. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d353 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. However, corrective and preventive actions have already been initiated for this complaint category. This assessment is based on information available at the time of the investigation. The analysis of the kit and photos is still in progress. A supplemental report will be filed when the analysis of the kit and photos is complete. (B)(4).

Event description:
The customer's biomed called to report a drive tube leak at the start of the procedure. The customer stated that the bearings were still in place and no damage was done to the leak detector strip. The customer was contacted and stated that the treatment was aborted. No service requested. The kit and photos were returned for investigation.